Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported difficulties cannot be determined; however, detachment of the device (shaft separation/break) may be attributed to several factors including, but are not limited to, catheter damage from manufacturing or kinks/bends from handling during preparation/use of the device. In addition, factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory device support. There was no damage noted to the sds during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible the device interacted with the heavily calcified anatomy during advancement resulting in the reported failure to advance, ultimately causing the noted shaft separation; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified vessel. The 2.5x33 mm multilink 8 stent delivery system (sds) could not cross the lesion due to an unspecified reason. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified a separated hypotube (shaft). No additional information was provided.